Manufacturer narrative:
As reported, the balloon of two 6/7f mynxgrip vascular closure devices (vcd) lost pressure. There was no reported patient injury. Hemostasis was achieved with manual compression in 30 minutes or less. Initially, this was a diagnostic peripheral case. The vessel type was femoral arterial. The vessel size was 5-millimeters (mm). The stick location was medium. A 6f sheath was used on the procedure. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcds were prepped according to instructions for use (IFU).the balloons lost pressure. The balloons lost pressure during patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The user shuttled down completely. There was no resistance when shuttling down. There was no unusual force applied when retracting the sheath. The patient's hospitalization was not extended as a result of the event. The patient has recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open, the syringe was separate with the device, and the sealant and advancer tube were observed to have been remain in manufactured position as received. The procedure sheath was not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device, approximately 4 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A product history record (phr) review of lot f1912601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through the analyses of the returned devices. However, the exact cause of the tears found could not be conclusively determined during analysis. Based on the information available for review and product investigations, access site vessel characteristics (although reported that there was no pvd or calcium in the vicinity of the puncture site) and/or the condition of the procedural sheaths (although not returned) most likely contributed to the reported event since a calcified vessel and/or a frayed distal tip of the sheath can cause damage to the balloon. These types of tears are typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr reviews nor the product analyses suggest that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2019-01328.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1912601) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of two mynxgrip vascular closure devices (vcd) lost pressure. There was no reported patient injury. Hemostasis was achieved with manual compression in 30 minutes or less. Initially, this was a diagnostic peripheral case. The vessel type was femoral arterial. The vessel size was 5-millimeters (mm). The stick location was medium. A 6f sheath was used on the procedure. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcds were prepped according to instructions for use (IFU).the balloons lost pressure. The balloons lost pressure during patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The user shuttled down completely. There was no resistance when shuttling down. There was no unusual force applied when retracting the sheath. The patient's hospitalization was not extended as a result of the event. The patient has recovered. The products will be return for analysis.